Manufacturer narrative:
The harmonic ace curved shears instrument was received, and the failure analysis evaluation was completed. The instrument was found to have one blade broken at the base. A piece approximately 12 mm x 2 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, customer requested a replacement because the harmonic ace curved shears instrument tip broke inside the thoracic cavity. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical inc. (Isi) followed up and obtained the following additional information: the customer confirmed that the harmonic ace curved shears instrument broke at the jaw portion that enters the patient (distal end). A fragment fell into the patient and was retrieved during the same procedure. All fragments were retrieved, confirmed visually.